Manufacturer narrative:
The field service engineer found there was a possible sample issue. He ran performance testing which passed and the customer ran qc that was in range. The investigation did not identify a product problem. The cause of the event could not be determined. The calibration and qc data were acceptable. The analyzer alarm trace did not contain a conspicuous event.

Event description:
There was an allegation of a questionable troponin t gen5 stat elecsys result from the cobas 6000 e601 module. The initial result was 22.17 ng/l and was reported outside of the laboratory. The repeat result on the same analyzer was 13.56 ng/l and on another analyzer was 9.17 ng/l. A second sample was drawn from the patient and the result was low/normal. The original sample was then repeated and the result was <6 ng/ml. A third sample was then drawn from the patient and the result was 7 ng/l. The reagent lot number was 596803. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation is ongoing.